Event description:
A system error alarm 2240 was identified in the log of a returned homechoice device by baxter (B)(4). No patient injury or medical intervention is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a system error 2240 was discovered in a homechoice event log by baxter and is not associated with an allegation of product malfunction. Since there is no allegation of product malfunction, and since patients discard supplies after use, a sample will not be requested. Should additional information be received, a follow-up medwatch will be submitted.